Event description:
Rptr complains of tumors in nipples, diabetes, lung problems, nausea, fatigue, arthritis symptoms in shoulders, back and knees, joint swelling and pain, stiff hands and fingers, hardening of skin around implants, thick skin inside leg, rashes, breast tenderness, burning and aching, coldness of implants, numbness and tingling of right arm, swollen neck glands, hair loss, cold feet and fingers, malpositioning of implants, breast wrinkling, sloshing noises from implants, implant migrating, pain under arms and chest, trouble sleeping and driving due to pain, and breast discharge after implants.